Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample did not activate on its own. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that the device would not work when the surgeon tried to activate the device by handswitch. However, the device activated on its own when the surgeon released the handswitch. There was no injury to the patient.